Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC was leaking at the hub. The PICC was placed on (B)(6) 2011 and was removed on (B)(6) 2011. The pt status is fine.